Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, material rupture, neurological deficit/dysfunction. Concomitant products: (right) 330cc mentor memoryshape breast implant catalog: 3341205 lot: 6997900 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 420cc mentor memoryshape breast implant on the left side breast, suffered dull pain that would come and go, feels hard, and burning feeling at the bottom, post-operatively. The patient added that it looks like it has moved up and squared off at the bottom when they lift up their arm and that it has gone down in size as well. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.